Manufacturer narrative:
All operating currents are within specification. There was no unexpected low battery or off no power alarms noted. The pump was received with detached end cap. There was no loose drive support disk noted during visual inspection. The pump was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube window corners, cracked reservoir tube lip, cracked battery tube threads, and missing endcap sticker. The pump was unable to complete functional test due to detached end cap.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was damaged. The drive support cap was noted to be loose. The customer's blood glucose level at the time of incident was 360mg/dl. The customer treated with bolus. The customer was advised the pump would have to be replaced and returned for analysis.